Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information become available.

Event description:
It was reported per field service report - symptom: 20 minute alarm, then shut down a couple minutes later. Findings/action taken: ran 30 minutes on dc power, battery voltage dropped from 12.3 to 12.2. Ran pump another 15.20 minutes, battery appears good. Ac plug retainer is in tack. Due to nature of call, replaced battery. Ran on dc and checked charging voltage on ac. Replaced rear battery side castor. Performed functional check list-pass.